Manufacturer narrative:
Date sent: 04/14/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require replacement of the generator pcb. After servicing the unit passed qa functional testing. The unit has not been returned for svc prior to this event, therefore, no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that when the generator was switched on it was not functioning. There was no case involvement. There were no pt consequences. No add'l info is available.